Event description:
Patient reported per MRI "retromuscular left breast implants, with a single light, with irregular contours, associated with linear images and liquid foci between the implant, characterizing intra and extracapsular rupture". The device remains implanted.

Event description:
Patient reported they "have had mild pain on the left side of breast and underwent an ultrasound and resonance examination and found a rupture in the left prosthesis." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.